Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to sense. The right atrial lead was removed and replaced. The patient was in stable condition.